Event description:
Facility alleges hemolysis diring treatment. Rn reports pts were hospitalized post treatment with dianosis of hemolysis. Only common factor was dialyzer among several incidents of hemolysis.